Event description:
It was reported that the patient presented to the hospital for a routine follow-up. During examination of left ventricular (lv) lead, it was noted that there was rising capture threshold. Physician stated that this rise in threshold was due to lead on lead abrasion. The lv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of rising capture threshold and insulation abrasion were not confirmed. Analysis was normal. No anomalies were found.